Event description:
It was reported that the performance of the balance middleweight universal ii guide wires was not satisfactory. The polymer coating felt like it was coming off or separating off both wires. Additionally there was significant resistance when loading a balloon catheter onto the wires. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional bmw device referenced is filed under separate medwatch report number.

Event description:
Returned device analysis identified no polymer separation on either wire. The account confirmed that the correct devices returned. No additional information was provided.

Manufacturer narrative:
A visual, dimensional, and functional inspection was performed on the returned device. The reported material separation and difficult to advance could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.